Event description:
The proximal portion of the balloon would not inflate equal distance as the distal balloon while on the pump. Manually, the balloon inflated equally. The iab was not returned to datascope for evaluation. (Event complications: unk - reported 5/30/97.) (Pt's current status: unk - rpt'd 5/30/97.)